Event description:
It was reported that owing to a refractive error noted post operatively, a piggy back intraocular lens(iol) was required to be implanted in a secondary procedure. In addition, the physician stated that the same patient's other eye had no problem, but "as and ks" (a constant and k values) were similar. Therefore, he did not believe it was a biometric problem, or a formula/iol master calculation problem. This patient underwent implant of a piggy back lens approximately (3) months post operatively. No further information has been provided.

Manufacturer narrative:
Date of birth: unknown. Sex: unknown. Date of event: unknown. Expiration date: unknown. Serial #: unknown. Date of implant: unknown. Date of explant: n/a, as the lens remains implanted. Initial reporter telephone number: b)(6). Date of manufacture: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.